Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had stopped. It had alarmed but had not identified the specific alarm. The pump settings had been reviewed, and the infusion had been restarted. A "no disposable" alarm had occurred, which had been silenced, yet the pump had continued beeping. The pump had then been powered down. According to sfi, cassettes could not be removed. A phone number had been provided per sfi, and the patient had been instructed to call for further instructions. The reservoir volume had been 13.2 ml, the rate had been 2.0 ml/hr, and the volume given had been 78.80 ml. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
Device was not returned for analysis of complaint that the pump had stopped. It had alarmed but had not identified the specific alarm. No event history log provided. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation.